Event description:
It was reported that patient experienced brain death. A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman flx pro laa closure device and delivery system (wds) was implanted on (B)(6) 2025. The closure device was placed during a concomitant procedure where the patient had a pulmonary vein isolation (pvi) and posterior wall ablation. The patient was discharged. Two-weeks post implant, the patient had pulseless electrical activity (pea) arrest at home. Forty minutes of bystander cardiopulmonary resuscitation (CPR) was performed, and the patient was transported to the local emergency room (ER) in cardiac arrest and then to another hospital where chest computed tomography (CT) showed a pleural effusion. Chest surgery showed a rip in the pericardium, left side pleural effusion and a half centimeter hole in the pulmonary artery. The patient was taken to the operating room (or) for repair of the pulmonary artery (pa) hole and to repair the rip in the pericardium. It was found at this time that the anchor of the closure device was approximate to the hole in the pa as well as the rip in the pericardium. Per implanting physician and cardiothoracic (CT) surgeon that preformed the repair, it is uncertain if the closure device caused the arrest or if it caused any damage prior to the chest compressions being performed. The patient status after surgery was performed on (B)(6) 2025 remains the same and the patient was still admitted to the intensive care unit (ICU). The patient had pupils that were reactive to light, and the patient had been vitally stable since chest closure and device explantation. In the or, the patient received 137 ml of cryoprecipitate, 502 ml of fresh frozen plasma (ffp), 400 ml of platelets, and 500 ml of packed red blood cells (prbc). The patient was determined to be brain dead on (B)(6) 2025 and was discharged to pass away at home.